Event description:
It was reported that a malfunction occurred with the pump after the customer removed it and placed it in a locker during a workout class. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and instructed her to continue using the pump and to contact them if the problem recurred.